Event description:
The pt reportedly, experienced intermittency with sound quality issues followed by a loss of lock between his external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing showed that the device was not functioning. Surgery to explant and reimplant with another advanced bionics cochlear implant took place in 2007.